Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that drg ipg displayed ' low battery' warning message. Reportedly, the patient eventually lost stimulation and ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the ipg was explanted an replaced ((B)(6) 2018). Reportedly, patient has effective therapy post-operatively.